Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out of range shock impedance measurement greater than 200 ohms. A boston scientific technical services consultant discussed troubleshooting with the caller. No adverse patient effects were reported.